Manufacturer narrative:
(B)(4).according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6), 2015. According to the complainant, the basket was used and during withdrawal, it appeared that one of the basket wires came loose from the tip of the basket. The basket was removed without issue. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable and fine."